Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the AED's log files identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.